Manufacturer narrative:
This report is submitted on october 23, 2020.

Event description:
Per the clinic, the patient was explanted on (B)(6) 2020, due to reoccurrence of a cholesteatoma. The patient was reimplanted with a new device on the same date.